Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 669 ml fill 1: 2002 ml drain 1: 1461 ml fill 2: 2002 ml drain 2: 2665 ml fill 3: 2002 ml drain 3: 1603 ml fill 4: 2002 ml drain 4: 2742 ml fill 5: 1999 ml drain 4: 3655 ml. The reported drain volume of 3655 ml was 183% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 669ml fill 1: 2002ml drain 1: 1461ml fill 2: 2002ml drain 2: 2665ml fill 3: 2002ml drain 3: 1603ml fill 4: 2002ml drain 4: 2742ml fill 5: 1999ml drain 4: 3655ml the reported drain volume of 3655ml was 183% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
Plant investigation: the peritoneal dialysis cycler was returned to the manufacturer and an investigation was conducted by the manufacturer. Visual inspection of the returned cycler interior and exterior showed no sign of physical damage. The cycler performed as intended and the as received treatment was completed without problems or alarms. The peritoneal dialysis patient's report of the cycler "draining slowly¿ was not reproduced during the simulate treatment. The cycler weighed fill volume values were within tolerance. The system air leak test, valve actuation test and patient sensor calibration check passed. Investigation of the device manufacturing records was also performed and no deviations or non-conformances were noted during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 669ml fill 1: 2002ml drain 1: 1461ml fill 2: 2002ml drain 2: 2665ml fill 3: 2002ml drain 3: 1603ml fill 4: 2002ml drain 4: 2742ml fill 5: 1999ml drain 4: 3655ml the reported drain volume of 3655ml was 183% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
Corrected date of event: (B)(6) 2018 a supplemental medwatch report will be submitted upon completion of the investigation.